Manufacturer narrative:
(B)(4). Title: semi-end-to-end esophagojejunostomy after laparoscopy assisted total gastrectomy better reduces stricture and leakage than the conventional end-to-side procedure: a retrospective study source: j surg oncol. 2017;116:177¿183. Accepted: 11 march 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, 268 patients who underwent laparoscopy-assisted total gastrectomy (latg) with roux-en-y reconstruction experienced postoperative complications including bleeding, leakage, and stricture. Other complications such as pulmonary infection, pleural effusion, duodenal stump leakage, ileus, abdominal bleeding were also reported. 6 cases of stricture were resolved with balloon dilatation and three patients developed abdominal bleeding underwent reoperation. Patients with ileus and an abdominal hernia also underwent reoperation. The remaining patients were controlled with conservative treatment.